Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous mid left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, a resistance was felt during insertion and the stent strut was lifted. The device was removed and the procedure was completed with a different device. There were no patient complications reported.